Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with mild tortuosity and no calcification. After pre-dilatation was performed, the 2.75 x 15 mm xience prime stent delivery system (sds) was advanced, but the sds shaft separated 8 cm from the proximal hub before the sds could cross to the lesion. It was noted that undue force was not applied. The distal section of the sds was easily removed without incident. The stent was not deployed. Another stent was then deployed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.